Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was malfunctioning and they did not have the remote control available. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
It was reported that the patient died (B)(6) 2020 due to causes unrelated to the device/therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. The device had been programmed several times but was never very effective for the patient. No further device issue alleged / identified. No patient symptoms or complications were reported.

Event description:
No new information.